Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("had mine out (B)(6)") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and weight increased ("I went from (B)(6) to (B)(6), now I'm down to (B)(6) / I'm down 4 pounds"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the weight increased was resolving. The reporter considered medical device removal and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described via social media : weight increased, medical device removal" incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("had mine out oct 23") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and weight fluctuation ("I went from 115 to 132, now I'm down to 122 / I'm down 4 pounds"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the weight fluctuation was resolving. The reporter considered medical device removal and weight fluctuation to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described vis social media : weight increased, medical device removal" quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ''had mine out (B)(6) of 23'', in a female patient who had essure (batch no. 919037) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced weight fluctuation ("I went from 115 to 132, now I'm down to 122 / I'm down 4 pounds"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the weight fluctuation was resolving. The reporter considered medical device removal and weight fluctuation to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described vis social media : weight increased, medical device removal" lot number: 919037 manufacture date: 2011-11 expiration date: 2014-11 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.